Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained right ventricular oversensing due to post paced t wave oversensing. The device was reprogrammed. The patient was asymptomatic.